Event description:
Complainant alleged that during a routine shift check by a clinician the device's key switch rotates 360 degrees and intermittently would not allow manual mode to be selected. The complainant indicated that there was no pt involvement in the reported failure.